Manufacturer narrative:
The device passed testing for delivery accuracy. During testing the device delivered a measured volume of 19.90 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires a delivery of 20 ml +/-1 ml (+/-5%). The device history was downloaded at the manufacturing site. A review of the device history indicates that on (B)(6) 2010 at 0940, the device was programmed in the continuous only delivery in ml, with a 2.5 ml rate and a 250 ml container size. Between 0940 and 0941, the keypad was locked and the delivery started. There are new date stamps indicated on (B)(6) 2010. On (B)(6) 2010 at 0808, the keypad was unlocked. At 0809 the infusion was stopped. At 0811, the device was powered off. This report represents all the info known by the reported upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On (B)(6) 2010 at an unspecified time, the device was programmed in the outpatient oncology clinic for continuous delivery of an unspecified concentration of 5 fu, at a rate of 2.5 ml/hr and a 240 ml container size. It was reported the delivery was started and the device and the medication were placed in a fanny pack. The customer contact reported the delivery was for a duration of 5 days. On (B)(6) 2010, at an unspecified time, the homecare pt noted the container was still full and returned to the clinic. At that time, the nurse noted the device display indicated the volume infused was 176 ml, the moving arrow on the display indicated the medication was infusing; however, the container was full. The device was removed from clinical service. The customer contact reported the pt resumed therapy for 2 days using a replacement device. The customer contact stated there was no change in the pt status. No medical interventions were required. Though requested, no add'l info was provided.